Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 1 patient sample obtained following heart surgery tested for tina-quant myoglobin gen.2 (myo2). The patient was still in the hospital. The customer was tested on 2 different c701 analyzers: serial number (B)(4). One result from the c701 analyzer with serial number (B)(4) was erroneous and reported outside of the laboratory. On (B)(6) 2015 the myo2 result from serial number (B)(4) was 497.1 ug/l with a data flag. This result was reported outside of the laboratory where the physician questioned it and requested new measurements. The sample was repeated on serial number (B)(4) with results of >636.5 ug/l with a data flag, >653.6 ug/l with a data flag, >10272.0 ug/l with a data flag and >5000.0 ug/l with a data flag. The morning of (B)(6) 2015 additional repeat testing was performed. The myo2 results from serial number (B)(4) were 473.3 ug/l with a data flag. The myo2 results from serial number (B)(4) were >595.4 ug/l with a data flag, >605.6 ug/l with a data flag and >10397.0 ug/l with a data flag. The afternoon of (B)(6) 2015 repeat testing continued. The myo2 results from serial number (B)(4) were 620.4 ug/l with a data flag and 10876 ug/l with a data flag. The result from serial number (B)(4) was 492.9 ug/l. This result was reported outside of the laboratory. It was noted that the customer diluted the sample 1:50. It is unclear which results were generated with the diluted sample. No adverse event occurred. Quality controls were acceptable on both analyzers.

Manufacturer narrative:
It was noted that the field service representative indicated the real value of the myo2 sample was far above 15000 ug/l. During the investigation, it was noted that the customer diluted the sample 1:50 and obtained the correct result. It was determined that the low values were due to a high-dose hook effect. This is documented in product labeling.